Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm and 7cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Additionally, a longitudinally aligned split was observed next to the circumferential tear. However, based on the observed features it is likely that the longitudinal split was a cascading failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported catheter breakage. Malfunctioning at extraction weeks before, conditioned by the position of the arm. It is removed at the end of treatment. Fixation without suture: with subcutaneous anchorage (securacath). Prior disinfection with alcoholic chlorhexidine dyed wipes (vesismin bastiseptic). (B)(6) 2024 MRI with contrast IV. Tear at the 7 cm mark. It is a catheter through which chemotherapy has been administered and blood samples have been extracted for analysis." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported catheter breakage. Malfunctioning at extraction weeks before, conditioned by the position of the arm. It is removed at the end of treatment. Fixation without suture: with subcutaneous anchorage (securacath). Prior disinfection with alcoholic chlorhexidine dyed wipes (vesismin bastiseptic). (B)(6) 2024 MRI with contrast IV. Tear at the 7 cm mark. It is a catheter through which chemotherapy has been administered and blood samples have been extracted for analysis." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported catheter breakage. Malfunctioning at extraction weeks before, conditioned by the position of the arm. It is removed at the end of treatment. Fixation without suture: with subcutaneous anchorage (securacath). Prior disinfection with alcoholic chlorhexidine dyed wipes (vesismin bastiseptic). On (B)(6) 2024 MRI with contrast IV. Tear at the 7 cm mark. It is a catheter through which chemotherapy has been administered and blood samples have been extracted for analysis." No other information was provided.